Event description:
It was reported to medtronic minimed that the customer reported the introducer needle was bent. The customer reported no adverse event. The event involved product(s) mmt-5120a. Troubleshooting was performed and introducer needle fractured while in the body. No harm requiring medical intervention was reported. Mmt-5120a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received the following, one opened/used simplera serter in its non-retracted state. The product is in this state and the needle remains exposed following actuation. This state is classified by the frame and sensor carrier being flush. One simplera sensor returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and found the needle housing cap damage. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips and sensor carrier tabs are intact, inspected the insertion and retraction springs for any misalignment none was found, using the science scope macroscope (cc-sjant-4k-af) inspected also inspected the insertion needle for any physical damage and found it broken, also found the sensor flex severed. See attachment file for details. In conclusion: the customer complaint of needle damage is confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the unit was found damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.